Event description:
The customer reported the spo2 measurement is interrupted sporadically. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the spo2 measurement is interrupted sporadically. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection showed recessed pins on the tb20 connector. During functional testing a "sensor off" error message was displayed and the device was unable to obtain measurements. The recessed tb20 connector prevented the device from obtaining measurements. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).